Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black while the remote support service was online. The customer unplugged and re plugged the device, but nothing worked. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a black screen and failed to power up despite being unplugged and rebooted. A field service engineer powered down the station, had the customer unplug the affected drawer, rebooted the system to restore partial operation, removed the back panel, identified a drawer controller fault by measuring zero ohms at the test points, and replaced the drawer controller and pyxibus module controller board. The system functioned as intended after the field service engineer repaired the device.